Event description:
Patient reported red alarm on freedom driver s/n (B)(6), switched to backup driver. This was the second driver change same day due to same issue, red alarm. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating right driver pressure too low for long enough to trigger a permanent time-out. Visual inspection of external and internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. A 24-hour observation run was performed without any alarm or malfunctions. Additional testing included connecting the driver to a mock tank and after 15 minutes of operation, disconnecting the drivelines. The driver exhibited a fault alarm which resolved after driveline was re-connected. This test was performed again without re-connecting the driveline, resulting in a permanent fault alarm. This is an intentional safety feature built into the driver that was observed to be functioning correctly. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; root cause of the reported fault alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Patient reported red alarm on freedom driver s/n 5285, switched to backup driver. This was the second driver change same day due to same issue, red alarm. No reported adverse impact to patient.